Event description:
Coiling treatment of a p-com aneurysm. It was reported when opening the package, the coil fell out and it had detached inside the sterile pouch. The device was not used in the patient.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.